Event description:
The customer reported an issue with the pump battery not charging. There was no adverse impact to the customer¿s blood glucose level. The customer tried multiple troubleshooting steps, including using a different wall outlet and adapter, without success. Tandem technical support decided to replace the pump. Reportedly the customer reverted to manual injections for insulin therapy.